Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer had expired. Although requested, additional information regarding the date and cause of death was not able to be obtained.